Event description:
It was reported that the customer contacted emergency medical services on (B)(6) 2021 due to a low blood glucose and seizure. Customer was unconscious. Emergency medical services did not show up though. The customer stated the blood glucose value was in the 20 mg/dl range, and they were treated with glucose tablets and juice. The customer alleged that the insulin pump was over delivering insulin due to a crack on the battery compartment. Customer was using the insulin pump system within 48 hours of reported low blood glucose event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021, the customer alleged was emergency medical services for low blood glucose, insulin pump was over delivering and cosmetic damage on the battery compartment. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment and broken battery tube threads during the visual inspection. Device received with a constant blank flashing white light on the display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to constant blank flashing white light on the display. Device was cut open to perform visual inspection and found no moisture damage on the electrical board 1, electrical board 2, 40 pin flexible printed circuit/lcd, internal battery and battery tube during visual inspection. The test lcd was installed in the original electrical board 1, electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no constant blank flashing white light on the display noted. Peeled off the lcd foam tape and found cracked lcd controller during the visual inspection. History download was successful using thus and carelink upload was successful by using the test lcd installed in the original electrical board 1, electrical board 2, case, internal battery and motor. In further full review of the insulin pump history on the event date of (B)(6) 2021, found two boluses, manually programmed, and delivered at 14:23:06 of 3u and 21:02:54 of 5.3u. The force sensor offset measured (23.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. Customer alleged was confirmed for constant blank flashing white light on the display due to cracked lcd controller and cosmetic damage on the battery compartment. Unable to verify customer complaint for low blood glucose. Customer alleged for the pump over delivery was not confirmed per insulin pump history. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display due to cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to constant blank flashing display. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, cracked case behind the pump at the battery compartment and broken battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they contacted the emergency medical service due to low blood glucose. Blood glucose was 20 mg/dl. Customer alleged that the insulin pump was over delivering the insulin. Customer stated that the inulin pump had a crack and the insulin pump was not getting on. Customer treated the low blood glucose with glucose tablets and juice. Customer stated they had seizure due to low blood glucose. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.